Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
No 25ga enhanced illuminator w/rfid was returned for being broken upon surgery. For this final lot, one illuminator lot, manufactured in august 2014, was used to make up the final lot. A device history record review for the lot was conducted. According to the device history record review, the lot was reprocessed for an anomaly that did not contribute to the customer complaint. The product was released based on manufacturer´s acceptance criteria. No additional investigation is required based on device history review. Because a sample was not returned and the lot information provided indicated the product was released to manufacturer´s acceptable criteria, the root cause for customer complaint issue cannot be determined.

Event description:
A facility reported that the tip of the endoilluminator broke during surgery. There were no consequences for the patient, the tip was not found in the patient's eye. Additional information has been requested.